Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient experienced difficulty with wound healing at the lead incision site. The mid-line incision was re-opened, cleaned, and re-closed. The patient was provided with oral antibiotics as a precaution. The patient reports receiving good pain relief and there were no reports of further complications.

Manufacturer narrative:
Follow-up report indicated that the device was explanted, but was not returned. The physician indicated that due to the small stature of the patient and multiple back surgeries, it was difficult for the mid-line incision to heal properly. There were no reports of further complications. The manufacturing records were reviewed and no nonconformities were found.